Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor errors alarm when customer was trying to did a bolus. The customer blood glucose level was 76 mg/dl. The customer was assisted with troubleshooting. Customer reports the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.